Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). All the components were removed and replaced for a new aus. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented recurring incontinence. The issue with the aus device is unknown. The device will not return because the hospital kept it.